Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the reduced angle and insufficiencies were due to a stretched angle wire. In addition, the angle play issue was also confirmed, citing that the angulation worked but, the control knob felt too loose or light due to prolonged use and wear of the angle wire. Upon further inspection, white material was observed in the nozzle due to improper use or maintenance of the scope. Lastly, it was observed that the light guide lens was cracked also due to improper use or maintenance of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope angle was insufficient and reduced while in use, which included the angle play. The reported issue occurred during a diagnostic gastroscope procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, white foreign material was observed in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that the device was inspected prior to use and that there was a delay in procedure due to the reported issue. Further information has been requested to obtain more detail on the reported delay, as well as to obtain the findings during the inspection prior to use. If additional information is received, a supplemental report will be provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation as well information received from the user facility. The evaluation of the device has been completed. It has been over 3 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A review of the quality data trending & analysis and monitoring was performed which, produced no new findings that would change the understanding of the event. Though it was confirmed that foreign material was clogging the nozzle, the foreign material could not be identified. Due to this reasoning the root cause of this event could not be determined. Based on the results of the investigation, as well as the information provided by the facility, it is likely that one of the following led to the malfunction: the user did not conduct reprocessing in accordance with instructions for use (IFU). The user did not use the air and water channel cleaning adapter (mh-948) and channel plug (mh-944) when feeding air/water. The user did not perform pre-cleaning immediately after the device was used for procedure. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU) or reprocessing manual: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the scope. Precleaning: flush water and air into the air and water channel. To prevent clogging of the air and water nozzle of the endoscope, flush water into the air channel of the endoscope, using the air and water channel cleaning adapter (mh-948) after each patient procedure. Flushing detergent solution into the air and water channel and attach the channel plug¿s biopsy valve cap to the instrument channel port. During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use however, the details of that inspection are unknown. It was confirmed that the device was switched out during the inspection, prior to the procedure causing a two minute delay. Olympus will continue to monitor the field performance of this device.